Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had static type shocking sensations at his left arm the sm rep met with the pt and determined the pt gets shocked when he touches items or people, and the issue especially occurs after recharging the ipg. Diagnostic testing showed normal impedances. Reprogramming of the system wad performed. Follow up identified the issue had not resolved.